Event description:
It was reported that the patient¿s vns registered high lead impedance. The patient was referred for a vns replacement surgery, but surgical intervention has not occurred to date. No additional pertinent information has been received to date.

Event description:
An implant card was received indicating that the patient underwent full revision surgery. The generator replacement was prophylactic. During attempts for product return, it was revealed that, historically, the surgeon discards explanted products. Therefore, product return is not expected.